Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's caretakers heard a low flow alarm between and entered the bedroom to find the patient expired. Emergency medical services (ems) were called but the patient was determined to have expired prior to their arrival. This patient had a previously been implanted with a competitor's device and as a result of a device malfunction, underwent a pump exchange. The hospital staff stated the patient had never truly recovered from the exchange procedure and complained of tiredness. The cardiologist assessed the cause of death to be cardiomyopathy and un-related to the device. The pump was not returned to the manufacturer for analysis. Review of the controller log files showed a sudden sustained decrease in estimated flow and power consumption to below normal operating range. Waveform trends of this nature may be indicative of an occlusion or change in patient state. Review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. Although a definitive root cause and relationship to the device cannot be determined, clinical status (cardiomyopathy), comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states that the patient's caretakers heard a low flow alarm between 2 - 3 am on (B)(6) 2014 and entered her bedroom to find the patient expired. Emergency medical services (ems) were called but the patient was determined to have expired prior to their arrival. This patient had a previously been implanted with a competitor's device and as a result of a device malfunction, underwent a pump exchange. The hospital staff stated the patient had never truly recovered from the exchange procedure and complained of tiredness. The cardiologist assessed the cause of death to be cardiomyopathy and un-related to the device. The pump was not returned to the manufacturer for analysis.